Manufacturer narrative:
(B)(4). No results available since no evaluation performed. The lot number remains unknown.

Event description:
A physician reported to gore that a patient was implanted with gore® synecor biomaterial. It was reported that the device was removed due to infection.

Manufacturer narrative:
Additional information in patient identifier.

Manufacturer narrative:
The product type was originally reported as gore® synecor preperitoneal biomaterial. Additional information received from the physician confirmed the product to be gore® synecor intraperitoneal biomaterial. Additionally, the physician reported the infection was related to dehiscence of the wound, not the device. It was reported the culture confirmed:e. Coli, enteroccous faecalis as there was no reportable incident associated with the device, this report is being retracted.